Event description:
Pt in impending respiratory failure requiring intubation. ER physician ordered abgs to track ph, o2, pco2. Respiratory unable to calibrate abg machine. It is unk what their previous experience has been with this type of device. Backup machine also failed.